Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 11:44:03. During night drain cycle four, the patient's ultrafiltration reading was 1488ml, indicating the home patient (hp) drained 1488ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause of the reported issue was determined to be due to an unexpected high ultrafiltration (uf) for therapy compared to other therapies. Should additional relevant information become available, a follow-up report will be submitted.